Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for spinal pain indications. The hcp reported that the patient had been in the hospital since (B)(6) and was getting worse over time. The hcp stated that they thought the patient was having subclinical seizures and one of the seizures was caught on an eeg. The hcp also stated that patient had a pump refill about 6 weeks ago. The hcp stated the patient was hypertensive and altered mental status. The hcp wanted the pump reduced by 50%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.